Event description:
It was alleged that during a case, the patient received a burn around the umbilical port. The equipment being used was a stryker camera and lightsource with lightsource tubing from lexion and a scope from wolfe.